Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: there were call service (cs 078) alarms observed in the black box. The rewind, load and prime steps were successfully completed. The pump was exercised for 24 hours with no alarms occurring. There was moisture visible behind the display lens. The leak test exposed the display lens leak. The pump was opened and there was moisture internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.